Event description:
Pt was injected during an evaluation on (B)(6) 2009 in nlf, oral commissures and mental crease. Doctor undercorrected pt uses linear threading into deep dermis, but not sub-q. On (B)(6) 2010, the pt called about lumps. She went to a dermatologist and he suggested kenalog injections - he though it was infected, but the pt initially refused treatment: the pt was seen on (B)(6) and the dr was able to squeeze brown material from the lumps. Cultures came back negative. He prescribed 500 mg of cestin for 10 days and hydrocortizone topically with neosporin plus and antihistamine starting (B)(6).

Manufacturer narrative:
The batch record, including sterility testing records, was reviewed and met specifications, and did not reveal any issues with the alleged product lot.